Event description:
It was reported during the procedure the arrow raulerson syringe was loosely connected with the needle. A new device was used to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported during the procedure the arrow raulerson syringe was loosely connected with the needle. A new device was used to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one ars, introducer needle, and catheter over needle subassembly. No definite signs of use were observed. Visual analysis did not reveal any obvious defects or anomalies. No cracks were observed on the needle hub. An introducer needle was functionally tested with the returned ars per the instructions for use (IFU) provided with this kit, which states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The introducer needle was attached to the ars. The hub of the introducer needle fit snugly on the nose of the ars syringe. It was also noted that the assembly was able to draw and aspirate water with little to no issue. The connection between the syringe and the needle was compared with another ars syringe and introducer needle from lab inventory. The returned ars syringe was tested with a lab inventory needle, and the returned needle was tested with a lab inventory ars syringe. No differences were detected. The hub of the 18 ga introducer needle was tested with the male luer gauge and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". The complaint of syringe/needle connection not secure was not able to be confirmed by a complaint investigation of the returned sample. The 18 ga introducer needle and ars met all relevant functional testing. The needle hub met iso 594-1 requirements when measured using a luer gauge. Based on the product returned, no problem was found on the sample. Teleflex will continue to monitor and trend on complaints of this nature.